Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a routine device change out the physician observed insulation damage on the right ventricular (rv) lead. The lead had previously chronic high thresholds. Medical adhesive was applied to minimize further issues. It was also reported that the atrial lead appeared to be mildly crushed with no other electrical abnormalities. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.